Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "the patient had fallen and catheter got a bit tugged which could have contributed to the infection". The patient was hospitalized for the event. The treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.